Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (288 mg/dl). Reportedly, the customer forgot to turn the carbohydrate feature on. Tandem technical support guided the customer through turning the carbohydrate setting on. Customer delivered a bolus to address elevated bg levels.